Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired on the same day after the use of the products granuflo and naturalyte.

Manufacturer narrative:
This is one of two device reports for this pt.